Manufacturer narrative:
Concomitant medical products: 8253200 (patient interface, response 3.0): serial number - (B)(4); lot number ¿ 205626000; manufactured date ¿ december 28, 2011; UDI # - (B)(4); 510k - k083124; 8253001 (mainframe, nim response 3.0): the product analysis indicates the reported complaint of reading intermittently could not be duplicated. The mainframe came in with an older software version. The device was disassembled, cleaned, and software was upgraded in accordance with design specifications. The device was reassembled and tested in accordance with manufacturing specifications. # 8253200 (patient interface, response 3.0): the product analysis indicates the patient interface came in with a damaged ¿din¿ connector and two worn wave washers. The patient interface was disassembled and cleaned. The defective pcba and worn wave washers were replaced. The patient interface was reassembled and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a thyroidectomy, there were intermittent readings for the patient interface cable. The users were unsure if the system was recognizing the electrodes and had difficulty troubleshooting. The nerve location was known and the device was not detecting the nerve. They were at a point in the case where a replacement nim system was not required and were able to complete the case without the nim system. There was no patient impact or injury.